Event description:
It was reported that a spectrum pump had a constant downstream occlusion alarm. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The reported symptom could not be reproduced during evaluation. Occurrences of the downstream occlusion alarm were observed in the event history log. The device was operating within specification regarding the reported symptom.